Event description:
Report received from the USA stating that the device had a hole in the hose. The device was not being used during surgery. It is unk if injuries or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).